Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user could not load a cartridge onto the pump. During troubleshooting with tandem's technical support, the user was able to load the cartridge after aligning cartridge on the grooves of the pump and resumed insulin delivery. The user reported a blood glucose (bg) level in the 300's (mg/dl). The user addressed bg level with a bolus.